Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues. During a surgical procedure, fluid loss was observed, as the reservoir was found to be empty; however, the source of the fluid loss was not identified. Additionally, air was detected in the pump. As a result, the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: 0156775001. Model/catalog description: reservoir 100 ml pc/iz. Unique identifier (UDI) #: (B)(4).